Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their upper right tooth has broken and their bite is uneven. Patient has appointment to see their dentist. Gathering and requesting additional information, requesting diagnostic findings from dentist once dental work is complete.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.